Event description:
Healthcare professional report a right side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: white particles inner the shell, crease fold and wear abrasion. Leak test and microscopic analysis was performed which identified: device no leakage and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: the unit has no openings.

Manufacturer narrative:
Visual evaluation: visual analysis of the photographs identified: fluid-free device. Device patch with lot number: 1439249. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional report a right side deflation. Device has been explanted.